Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #s: 1627487-2014-00368. The patient ((B)(4) was implanted with a peripheral nerve stimulation system for left knee pain (off-label). It was reported the patient is not receiving effective stimulation coverage. In addition, it was reported the patient experiences discomfort described as a sharp stabbing pain regardless of the stimulation's use. The discomfort is reportedly felt near the ipg site and along the spine at the patient's lead incision site. A diagnostic test found no issues with respect to impedance and x-ray imagery revealed no visual anomalies. The patient's pain pattern suggests a hypersensitized nervous system, and she has been referred to pain physician for consideration of an alternative therapy option.